Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported purge disc/flag issue has been completed. Data analysis: the automated impella controller (console) logs from the complaint date show that the purge pressure was low during the case and purge fluid could not be detected before the user disconnected the purge cassette. Device analysis: the console was tested after arriving in field service. The purge disc retainer was confirmed to be broken (broken blue disc retainer). The cause of the issue was a broken purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella for mechanical circulatory support. During a purge cassette change, the blue disc that secured the purge disc came off of the automated impella controller (aic), and the purge fluid would not run. The aic was replaced, and the issue resolved. Although there was an issue with the blue disc that secured the purge disc, the aic was exchanged and support was delivered to the patient uninterrupted. There was no reported patient harm.